Manufacturer narrative:
(B)(4). Concomitant medical products: persona partial knee articular surface right medial size e 8mm catalog #: 42528200508, lot #: 63583930, persona partial knee cemented tibia size e right medial catalog #: 42538000502, lot #: 63881381. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The product was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records could were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on oct 15, 2019, oct 31, 2019 and mar 24, 2020 under manufacturing report number 0001822565-2019-04430. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2019-00295, 0001825034-2020-01310, 0001825034-2020-01315.

Event description:
It was reported that approximately 1 year post implantation, the patient was treated for pain and instability. Initial operative notes did not identify any intraoperative complications. Attempts have been made and no further information has been provided.